Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as the device was not returned and an invalid lot number was provided. The serial number (B)(4) belongs to the part 50142403, which is the housing of the article 530.790. The manufacturing documents of this housing were reviewed and no complaint related issues were found. However, this DHR review is indeterminate as the provided part and lot combination is incorrect.

Event description:
It was reported by the facility that during a hip pinning procedure for a fractured hip, the pin would not hold in the coupling. The quick coupling for the k-wires would not grip the pen. The product has not been returned and no additional information about the event is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of report and date received by manufacturer: date changed to (B)(4) 2013. MDR was not late. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation coordinated by synthes (B)(4). The customers complaint of that this device does not hold a k-wire was confirmed. The device was tested and the complaint was duplicated. The jaws that hold the wire are worn and need to be replaced. This is due to normal wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the lot number for the device; part #530.790 is unknown. No device history record could be completed because the lot number is unknown.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4).